Event description:
It was reported that during an acdf (anterior cervical discectomy and fusion) surgical procedure, the attachment would not hold the bur. It was also reported that back-up equipment was available to complete the procedure. It was further reported that there was no delay or adverse consequences as a result of this event. It was subsequently reported via the repair unit that the bur was broken inside the attachment.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval; however, the repair unit in (B)(4) assessed the bur and attachment. It was visually confirmed that the bur was measured where possible and all critical specifications were met. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part numbers: 5100120922, lot number: 10356.